Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during testing. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was in the hospital. Current blood glucose value is 438 mg/dl. Customer fell down at home on (B)(6) 2015, fractured her pelvis and was hospitalized on (B)(6) 2015. She was transferred to the hospital because they though there was internal bleeding. Customer had gone to the doctor and was taken off the insulin pump because of high blood glucose. She went back on the pump on the day of the incident and stated she fell because of low blood glucose of 65 mg/dl. The drive support cap is recessed. The tubing has some air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are set up correctly. Basal rates and bolus wizard are unknown. Insulin pump passed the high pressure test. Motor error alarms found in the history. It was stated that the device has cracks on screen from corner of the screen and wraps around to the back on the opposite side of reservoir compartment. Nothing further reported.